Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while stapling the stomach, the stapler was unable to fire. Another reload and the same handle was used to resolve the issue. There was no patient injury.